Event description:
During surgery, ray tec x-ray detectable sponges (4 x 4) 16 ply opened onto sterile field, and white, small particles found on sterile field. Same problem occurred with other lot numbers. All sponges removed from shelves and returned to distributor.